Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B5: the customer reported that the issue was resolved by sending the device in for repair, and clarified that the event was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. E222 error occurred due to faulty plug unit. E222 error occurs when communication with a camera head fails. (See instruction manual otv-s400 chapter 9 troubleshooting 9.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their 4k autoclavable camera head device would not connect with their complete video system both before and after the unknown procedure. Additionally, the device would intermittently display a camera head communication error. When the device was received for evaluation by an olympus repair facility, an error e222 ¿ scope communication error was confirmed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, an error e222 ¿ scope communication error was confirmed, and also noted a damaged plug unit which could have been responsible for the error. The customer's originally reported communication issue was therefore confirmed. The following additional findings were also noted: faded rear housing cover. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.